Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. Customer's caregiver reported the customer received a sensor scan result of 126 mg/dl compared to a reading of 436 mg/dl obtained on the built-in reader and experienced symptoms described as stomach ache and headache. Customer was treated with insulin (dose/type unknown) by caregiver and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. Customer's caregiver reported the customer received a sensor scan result of 126 mg/dl compared to a reading of 436 mg/dl obtained on the built-in reader and experienced symptoms described as stomach ache and headache. Customer was treated with insulin (dose/type unknown) by caregiver and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
A low reading issue was reported with the freestyle libre sensor. Customer's caregiver reported the customer received a sensor scan result of 126 mg/dl compared to a reading of 436 mg/dl obtained on the built-in reader and experienced symptoms described as stomach ache and headache. Customer was treated with insulin (dose/type unknown) by caregiver and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Linearity test was performed, and results were within specification. No malfunction or product deficiency was identified.